Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Our distributor sent an e-mail to stryker customer service to inform them about the following event : "our customer informed us about the fact that the item contained in the loan kit may be damaged in it's packaging. According to them, the external pack was well closed while the internal plastic package seems to be broken". Upon receipt of the kit back, kitman checked the implant : unusual noise in the inner package. He opened the external package and confirmed that the inner plastic pack was broken. Distributor confirmed today by phone, there was no consequence for the patient (this item was not needed as part of the surgery).

Manufacturer narrative:
An event regarding pack damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed on the returned pack. The carton was obviously damaged with compression marks and dents on its corners. All of the observed damage would be an indication of excessive/inappropriate handling whereby the packaging was compressed/dropped as well. Medical records received and evaluation: not performed as the device was not implanted. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: visual inspection determined that the returned pack was damaged and had been subjected to excessive handling.

Event description:
Our distributor sent an e-mail to stryker customer service to inform them about the following event : "our customer informed us about the fact that the item contained in the loan kit may be damaged in its packaging. According to them, the external pack was well closed while the internal plastic package seems to be broken". Upon receipt of the kit back, kitman checked the implant : unusual noise in the inner package. He opened the external package and confirmed that the inner plastic pack was broken. Distributor confirmed today by phone, there was no consequence for the patient (this item was not needed as part of the surgery).